Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation into abdominal cavity ('migration of essure device location of device: small intestine,'), device dislocation ('migration of essure device location of device: one coil migrated to fallopian tubes') and cholecystectomy ('removal of other coil and gallbladder') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included angioma (angioma right nose bridge), asthma, keratosis pilaris (keratosis pilaris upper arms), syringoma, allergic rhinitis, carpal tunnel syndrome, neck pain, threatened labor, paratubal cyst, ganglion and foreign body in gastrointestinal tract. Family history included melanoma. Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2004 and medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as esomeprazole since (B)(6) 2018 and ibuprofen since (B)(6) 2016. In 2015, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), headache ("migraines / headaches,"), migraine ("migraines / headaches,"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping") and fatigue ("fatigue,"), 19 days after insertion of essure. On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with beclometasone dipropionate (beclomethasone), caffeine; paracetamol (excedrin), cyclobenzaprine, ibuprofen, paracetamol (tylenol), loratadine (claritin) and surgery (bilateral salpingectomy-(B)(6) 2016 -one coil removed, (B)(6) 2019 second coil removed and removal of other coil and gallbladder). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation into abdominal cavity, device dislocation, cholecystectomy, vaginal haemorrhage, menorrhagia, headache, migraine, bladder disorder, urinary tract disorder, fatigue, weight increased and back pain outcome was unknown, the dysmenorrhoea was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cholecystectomy, device dislocation into abdominal cavity, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, urinary tract disorder, vaginal haemorrhage, weight increased and device dislocation to be related to essure. The reporter commented: 2 coil was seen extending into the endometrial cavity following procedure. The same was done on the left side with 2 coil visualized in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failed essure closure of the fallopian tubes. Essure devices appear to be free within the lower abdomen and pelvis. Failure to occlude (close) fallopian tubes, migration of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation, most recent follow-up information incorporated above includes: on 28-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: small intestine, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), surgery (other)type of surgery: removal of other coil and gallbladder, pain, fatigue, weight gain were added. Medical history, lab data, concomitant treatment drug, history drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.